Event description:
It was reported that the patient was hospitalized on (B)(6) 2012. The patient presented withdrawal symptoms including nausea and vomiting. It was stated that the pump had been beeping for some time and it was thought that the pump was empty. At the time of report, the patient's physician was giving her dilaudid in case the pump was empty. No telemetry had been performed because the physician did not have a clinician programmer. Attempts were being made to contact the patient's pump physician for a refill. The drug used in this system was morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient's daughter on (B)(6) 2015 regarding the patient and it was reported that in 2012 the patient missed the refill due to an unrelated hospital stay. The pump went empty and was refilled in the hospital which resolved the issue. The concentration and dose of the morphine in the pump at the time of the event was unknown by the reporter.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code no longer applies to the event.

Event description:
Additional information received from the consumer indicated the patient experienced withdrawal symptoms and was "real sick" in the hospital with a sudden onset of pain. The patient was in and out for the hospital 2-3 times; admitted for 8 days. It was stated the manufacturer representative and a university professor took care of the patient and refilled the pump. The patient's managing healthcare provider (hcp) would not help the patient and the professor was upset the managing hcp did not take care of the patient/pump. It was also reported the patient was on oral medication in (B)(6) 2015-(B)(6) 2015. The hcp had changed the oral medications every month. The hcp gave the patient a medication that made her unable to walk. Then in (B)(6) 2015, the hcp prescribed an oral medication that was not as strong, so the patient wanted to go back and get a new prescription. The hcp reportedly told to the patient to "start smoking pot" and accused the patient of drug abuse. The hcp threatened to "have the cops there" if the patient decided to got back to the clinic for another change of oral medication. The patient was due for a pump refill in (B)(6) 2015. The patient was currently looking for a different hcp.